Event description:
The reviewed literature article contained a study of 53 patients with 53 csf shunts. The shunts consisted of unspecified medtronic valves. The source literature reported the following events: sixteen surgical revisions due to occlusion, ten surgical revisions due to overdrainage, five surgical revisions due to infection, and two surgical revisions, due to death.

Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Arriada n, sotelo j. Continuous-flow shunt for treatment of hydrocephalus due to lesions of the posterior fossa. J neurosurg 2004 november;101(5):762-6.